Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected on the bus. A field service engineer (fse) instructed the customer to do a full shutdown of the machine and the fridge to try. Fse turned off the back up battery, rebooted the fridge and medstation, confirmed that the device was communicating. The system functioned as intended after the field service engineer rebooted the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es tower refrigerator was not opening up. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.